Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient was given a vitamin b supplement and her routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide states to discontinue treatment and perform rinseback in response to the reported alarm. The disposable cartridge was not available for evaluation. The pressure alarm was most likely caused by improper operator setup of the disposable which resulted in inadequate dialysate flow. A direct correlation between nxstage system one and the reported blood loss event cannot be established. Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.